Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing of the stomach resection, the black reload had an incomplete fire. Only about 15 mm of the reload was fired before it stopped advancing and the staple line incomplete was incomplete proximally. Another reload was used to complete the case. There was no patient injury.